Event description:
A durable medical equipment (dme) supplier notified the MFR of the death of an infant that occurred on (B)(6), 2010. There was no allegation of device malfunction. The dme was notified by the police department of the death on (B)(6), 2010. The infant experienced an adverse or life threatening event (alte) on (B)(6), 2010, was transported to a hospital, and expired the next day while on life support. The dme stated that a checkout procedure was performed prior to the monitor being placed into use on the infant and the device passed all required testing at that time.

Manufacturer narrative:
The apnea monitor was returned to the MFR for eval at the request of the customer. The apnea monitor was visually examined and tested by the using a simulator in accordance with the smart monitor 2 checkout procedure manual ((B)(4)). The apnea monitor detected and alarmed appropriately for simulated events and passed all required testing. There were no operational issues found. The apnea monitor's memory data was downloaded and analyzed by trained, clinical associates. Based on the downloaded memory, the MFR determined that the apnea monitor was in use in the home from (B)(6), 2010 to (B)(6), 2010. There were fifty-one (51) pt events recorded during that time period, with the last pt event recorded on (B)(6), 2010 at 2:39:52 pm. All recorded pt events were associated with audible and visual alarms. The equipment events showed the apnea monitor was turned off on (B)(6), 2010 at 2:42:34 pm and not turned on again until (B)(6), 2010 at 2:41:05 pm, when the memory data was downloaded by an unk healthcare professional. There was no allegation of device malfunction associated with the adverse event, and no evidence to suggest the apnea monitor in any way caused or contributed to the event. The monitor passed all required testing and detected and alarmed appropriately for simulated events. Based on all available info, the MFR concludes that the device does function to spec and that no further action is appropriate.